Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position and stylet in the lead. Subsequent electrical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations, however x-ray showed a deformed/stretched inner coil near the tip end which could have impacted how the helix was extending/retracting.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that when cannulation the coronary sinus during the implant the right atrial (ra) lead dislodged. After the left ventricular (lv) lead was implanted the right atrial (ra) lead was repositioned. Several repositioning attempts were taken however the pacing thresholds remained high and low p wave amplitudes were noted. After repositioning the lead for the fourth time the helix would not deploy after thirty turns. The lead was removed and a new lead was implanted. The lead will be returned. No adverse patient effects were reported.